Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up complaining of pain and discomfort at the implant site at of the implantable cardioverter defibrillator after weight loss. The patient also commented that the device, ¿felt loose in the pocket" and was capable of movement. The patient underwent a successful pocket revision on (B)(6)2020. The patient was in stable condition.